Event description:
User allegedly experienced issues while "putting the cap back on the needle after taking his insulin [where] it won't unscrew off of the pen. He has had to use plyers to get the cap off." User was afraid he would poke or stab himself.